Manufacturer narrative:
Continuation of d10: product ID hh9020scsr. Serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they turned their stimulation down at night because the stimulation was zapping them. Patient stated that they could roll over on their side and the zapping would quit and they could usually sleep like that. Patient then mentioned this morning they were hurting tried to turn the stimulation up and that's when. See general text for omitted information.